Event description:
It has happened every time I use my vivera tray from invisalign. My tongue and throat feel irritated and I have a bad cough for a few days. I kept associating it with my seasonal allergies but have ruled that out as I always feel fine before putting the trays in.